Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
The patient had bilateral femur precice nails implanted on (B)(6) 2025. The nail in the left femur was not lengthening so dr. (B)(6) replaced the non-functioning precice nail with a new one.